Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: tubing broken-leaking medication (fentanyl) into pump an onto floor. Tubing assessed and found to be spraying out at the portion that goes into the very top of the pump. Quantity affected: 1ea did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, during patient use and there was no harm to the patient.